Event description:
The male pt received a 3.0x23mm cypher select stent in the proximal lad. The stent was implanted at 20 atm. A small dissection was noticed distal to the implanted stent. The dissection was treated by placing a 2.75 x 08mm cypher select plus stent. The implantation had a good final result. The target lesion was classified as a type c lesion. The pt was asymptomatic at the first and six month follow-ups.

Manufacturer narrative:
This device is distributed outside the united states: however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.